Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found battery high resistance and a gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving bupivacaine 10mg/ml, compounded baclofen 250mcg/ml (lot number unknown) and morphine 10mg/ml (doses were not reported) via an implantable pump for non-malignant pain and failed back surgery syndrome. Upon interrogation of the pump, the logs showed multiple motor stalls and recoveries. It was noted the patient had not recently had a MRI. The first stall occurred on (B)(6) 2015. On (B)(6) 2015, a low battery reset occurred with safe state. Then on (B)(6) 2015, the motor stall recovered followed by another stall. On (B)(6) 2015, the second stall recovered. The patient was to follow-up with their healthcare provider (hcp) to schedule a pump replacement. No patient symptoms were reported. The pump off password was provided to the company representative in case the hcp decided to program the pump to off state. Additional information has been requested regarding the missing drug information, the patient's medical history and concomitant medications, symptoms, actions/interventions taken, the cause of the event and the ev ent's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.